Event description:
The physician reported scs revision; immediately after the surgery, the pt experienced complete relief of symptoms. Two days later, the pt contacted the medtronic representative because his stimulation had changed, and the ins incision was bright red, warm to the touch and his right foot had swollen. The pt was directed to report symptoms to the surgeon and he went to the ER for follow-up. The pt experienced pain and fluid was suspected in the device pocket; the pocket had doubled in size within one week. The ER physician contacted the representative on 07/21/2007, for pt symptoms of shocking and tingling in the pocket site. The pt was admitted to the hospital for revision in 2007; the pocket location would be moved to the other (right) side. Add'l info has been requested from the physician.

Manufacturer narrative:
.